Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports and will continue to monitor these reports to determine if further actions are required. The root cause investigation is in progress.

Event description:
This is a regulatory report from (B)(6) of aseptic peritonitis in a (B)(6) female patient subsequent to extraneal viaflex, nutrineal pd4 unknown bag and physioneal therapies. This report was received by the (B)(4) health authorities and forwarded to baxter. From (B)(6) 2010, the patient was under peritoneal dialysis with physioneal one bag in the morning, nutrineal pd4 unknown bag at noon, physioneal one bag in the afternoon and extraneal viaflex one bag in the evening with long dwell until the following morning intraperitoneally (ip) for peritoneal dialysis (pd). On (B)(6) 2011, the patient experienced aseptic peritonitis with no symptoms after receiving extraneal viaflex. The day before, the patient had received nutrineal pd4 unknown bag. It was not reported whether peritoneal effluent analysis was performed, or if the patient received remedial treatment. The outcome was reported as favorable, and the patient recovered on an unreported date in (B)(6) 2011. Action taken with extraneal viaflex, nutrineal pd4 unknown bag and physioneal were not reported.